Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 6 of 9.

Event description:
Does not fit through a 2.2 mm incision. It puckers during passage through the incision.